Manufacturer narrative:
A ge svc rep performed an on site investigation. The k1 and k2 relays were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 sys had a "charger fail" error message. No pt injury was reported.